Event description:
According to the physician, the case involved a pt undergoing elective colon resection for diverticular disease. The pt had a history of two previous possible awareness cases. The physician initiated bis monitoring with an a-2000 monitor prior to induction of anesthesia, and the initial bis value was 90. The physician induced anesthesia with propofol and maintained the anesthetic with 8% sevoflurane. The bis reached approximately 40 and remained stable for a period and then stted to rise slowly. A sudden increase in bis values to 90 was noted, along with an increase in blood pressure. When the bis reached 90, the physican adminstered the pt an additional dose of midazolm and a bolus of propofol. In response to these interventions, the pt's bis values decreased to less than 40 and remained there for a period before returning to 60. A second bolus of propofol was given and the bis dropped towards 40 for a short period of time before returning to 60. A third bolus of propofol was administered, but the bis contined to increase to 95 around the time of surgical incision. The primary anesthetic was then changed to a propofol infusion technique utilizing the diprifusor target controlled infusion system. A decrease in bis was seen shortly after an initial target plasma value of 4 mcg/ml was set. Because bis values did not remain less than 60, the setting was increased to 8 mcg/ml. Shortly after this change in anesthetic dosing, the pt suffered cardiac arrest. Despite resuscitation in the operating room, the pt never regained consciousness. After 3 days in the ICU, the pt died.